Event description:
It was reported the footswitch gave an error 6 at the start of a case. The generator and footswitch were swapped and the case was completed with no pt consequence. The customer will be returning the old footswitch cable.